Event description:
It was reported that a patient underwent a water vapor therapy procedure for benign prostatic hyperplasia and the procedure includes 3 injections on the right lobe and left lobe, with minor bleeding observed and without any malfunction or serious adverse event. A year after the procedure, the patient experienced urinary dysfunction, which was treated with medication and a urinary catheter, thus, provided symptom improvement.

Manufacturer narrative:
Additional information that was received, and it was confirmed this complaint was already captured previously. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of manufacturing documentation was not performed as the lot/batch number for this component was not provided. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a water vapor therapy procedure for benign prostatic hyperplasia and the procedure includes 3 injections on the right lobe and left lobe, with minor bleeding observed and without any malfunction or serious adverse event. A year after the procedure, the patient experienced urinary dysfunction, which was treated with medication and a urinary catheter, thus, provided symptom improvement.